Event description:
It was reported that a patient presented on (B)(6) 2021 with an electrocardiogram that was unable to be viewed due to data corruption. A basic tracing of the electrocardiogram was eventually obtained on (B)(6) 2021. No intervention was reported. There were no patient consequences.